Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with mild calcification and moderate tortuosity. Pre-dilation was performed with a 2.5mm unspecified balloon. The 3.0x12mm xience sierra stent was implanted. After post dilatation with a 3.0mm unspecified non-complaint balloon, a distal edge dissection was noted. A 3.0x8mm xience sierra stent was used to treat the dissection which resulted in adequate hemodynamic flow as confirmed by angiogram. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.